Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.50 x 32 synergy ii drug-eluting stent was selected for treatment. However, during the procedure, the stent balloon was initially inflated to 12 atmospheres, but it did not inflate, and a hole in the balloon occurred. The device was removed, and the procedure was completed with a non-boston scientific device. No patient complications were reported.